Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the device evaluation found the following: due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; the scope connector cover unit has a scratch; the suction connector has a scratch; the flexibility adjustment ring has a scratch; the grip has a scratch; the scope cover has a scratch; the switch box has a scratch; the switch1 has a scratch; the lock engagement lever has a scratch; the free-engage knob has a scratch; the adhesive on bending section cover has a chip; the plastic distal end cover has a scratch; the connecting tube has a scratch; the up/down knob has a scratch; and the control unit has a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus for evaluation. The air/water nozzle was flushed with air and water, and a detergent solution. The air/water nozzle was wiped/brushed with clean a lint-free cloth, brush, or sponge with no reported delays or abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that air cannot be supplied from the colonovideoscope. This issue was found during preparation for use for a diagnostic procedure that was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign material attached to the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and presumed to have been cellulose fiber. The cellulose fiber may not have originated from the scope, but rather from gauze, towels, or other fibers used in the surrounding area, but because of the wide range of origins, it could not be identified. As for the cause of the foreign object clogging the air/water nozzle, it was assumed that the gauze, towels, or other fibers used during reprocessing remained in the air/water channel and were not ejected from the air/water nozzle, causing the nozzle to become clogged. The inspection method for this event is described in the instruction manual (operation section) "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of the endoscopic system" as follows: inspection of the endoscope 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.